Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, cracked case, cracked case reservoir tube window corner and broken belt clip slot. (B)(4)

Event description:
The customer reported via phone call of a display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he was playing football and had the pump against his clothing. The customer stated that the pump gets knocked off from time to time. The customer stated that the screen is scratched up and it is hard to read. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.